Manufacturer narrative:
Other applicable components are: product type: lead. Product ID: 3889-33, lot# va1d5w9, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The rep reported that the patient did not feel stimulation in vaginal area where they wanted to feel it, but were getting good symptom relief. A programming change was performed but it was unknown if issue was resolved. Additional information was received from a rep. The rep reported that the patient¿s lead was explanted and replaced. It was noted that the patient¿s symptoms returned and that they didn¿t like the feeling of stimulation. The patient wanted to feel it more vaginally, but had felt it more in the buttocks. No further complications were reported or were expected.

Manufacturer narrative:
The reportable information was received on 2018-02-14 and not on 2017-11-24. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the cause of patient not feeling stimulation in the vaginal area was unknown. No further complications were reported.